Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Device interrogation revealed that the left ventricular lead had high capture thresholds. Programming changes were made to resolve the issue. Patient was in stable condition.